Event description:
It was reported that a flo-gard infusion pump experienced an occlusion alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, an alarm log review and service history review were performed. The occlusion alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be due to a damaged latch roller. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.